Event description:
Zyno medical found that the pump's flow rate test failed and had an occlusion alarm error message display during preventive maintenance (pm). There was no patient involvement as the issue was discovered during pm.

Manufacturer narrative:
This pump underwent routine maintenance testing where the flow rate test fell outside the acceptable range. The findings outcome is in process and the results are not yet available. However, a CAPA has been established to investigate this failure mode to determine the root cause.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a slower flow rate are not reportable when flow rate accuracy is below -5% but above -15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Refer to complaint #: (B)(4).